Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter product ID: 8835 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was not receiving pain reduction even with dose increases. It was stated that a dye study was attempted, but was unsuccessful. The physician had decided to replace the catheter. It was noted that it was possible that the catheter location was not benefitting the patient¿s pain. Six days later, it was reported that the catheter dye study could not be done because, the catheter could not be aspirated. The location of the catheter could not be found in the spinal canal, so the doctor thought that the catheter was not in the canal. After the replacement, the patient¿s pain was better controlled and the physician was still titrating to optimal relief. The device system was used to deliver dilaudid.